Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The complaint was received via medwatch form ((B)(4)) on (B)(6) 2020. Patient had just had decannulated (extracorporeal membrane oxygenation)ECMO from left femoral artery. After providers left that intra-aortic balloon pump(iabp) alarmed that it was "unable to inflate" and then fixed itself. After a little while longer it started to alarm again. Registered nurse(rn) looked down and there was 1 inch of dark red blood coming back into the helium tubing. Immediately put in standby and clamped it. Rn then called a provider to come pull the iabp. The provider pulled the device. No issues during removal. Had to increase patient vasopressor need but otherwise stable. Patient currently does not need another device inserted. There was no reported injury to the patient. Date of event - (B)(6) 2019.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
The complaint was received via medwatch form ((B)(4)) on 23-january-2020. Patient had just had decannulated (extracorporeal membrane oxygenation)ECMO from left femoral artery. After providers left that intra-aortic balloon pump(iabp) alarmed that it was "unable to inflate" and then fixed itself. After a little while longer it started to alarm again. Registered nurse(rn) looked down and there was 1 inch of dark red blood coming back into the helium tubing. Immediately put in standby and clamped it. Rn then called a provider to come pull the iabp. The provider pulled the device. No issues during removal. Had to increase patient vasopressor need but otherwise stable. Patient currently does not need another device inserted. There was no reported injury to the patient.